Event description:
The device was returned for repair due to the allegation the unit would continuously alarm; could not be reset. There was no reported pt harm. During the repair eval, it was discovered the unit would not alarm at all. There was no pt involvement. Malfunction discovered on technician's bench.